Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro had inadequate cauterization where the branches were still bleeding causing more blood in the tunnel. The harvester has recently noticed that the hemopro has not been sealing the veins very well. The same device was used to complete the procedure with difficulty. The hemopro power supply was within the IFU recommended setting of 2.5. The hospital did not report any pt complications. Pt had thin-walled veins.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hospital. (B)(4).